Event description:
It was reported that during a rectum procedure, there were malformed staples. Staples were not completely closed. Another like instrument was used to complete the case. There was no adverse pt consequence.